Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during meniscus repair surgery, the t2 of the ultra fast fix deployed simultaneously, after t1 was implanted. T1 was removed using tweezers. Procedure was completed, after a non significant delay (less or equal to 30min), with a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor was detached from the needle. The t2 anchor has been pushed against the needle dimple and not beyond. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was deployed from the needle. The t2 anchor was still behind the needle dimple in the manufacturer intended position. The device was not actuated. No physical damage visible to the device. A functional evaluation revealed the device functions as expected and t2 could be deployed from the needle as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during meniscus repair surgery, the t2 of the ultra fast fix deployed simultaneously, after t1 was implanted. Procedure was completed, after a non significant delay (less or equal to 30min), with a back up device. No further complications were reported.